Event description:
It was reported to philips that the system hung up screens were black imaging was unavailable on a allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the backup disk (pfs391 pcbox backup disc, pfs-418 cfg2 hdd) and restored the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).